Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported that their atlas device would shut down during use without warning. There was no death or injury associated with this complaint. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn service could not confirm the customer allegation of device shutting down without alerts. Welch allyn testing showed that low battery alerts were present prior to the device shutting down. The device functioned as intended. The atlas monitor with the new battery was confirmed to meet specifications through calibration and functional ate testing. No non conformance of the atlas monitor was identified. No further investigation will be conducted.